Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the device data was requested to boston scientific technical services (ts) to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after shock therapy was applied. The last shock successfully converted the rhythm. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.